Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 51 mg/dl. Customer stated that insulin pump was suspended at 51 mg/dl. Customer's other blood glucose was 62 mg/dl, 109 mg/dl. Customer was advised calibrate sensor manually and blood glucose reached to 96 mg/dl and they declined to change sensor. The insulin pump will not be returned for analysis.